Manufacturer narrative:
(B)(4).

Event description:
The patient's device has had multiple interrogations where the rv lead has produced high thresholds. At least one episode was >3.5v. The lead was successfully revised and remains actively implanted. There were no adverse patient side effects reported. This file will be updated if additional information is provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.